Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the video-assisted thoracic surgery left upper lobectomy, when the reload was attached on the handle, in order to form interlobar space, the surgeon clamped the tissue into the jaws and pushed the green button to fire, but the device did not fire. The jaws locked on tissue and was removed by opening the jaws. The reload was replaced, and an attempt was made again, but this one could not be used, either. After replacing the reload again, stapling was completed successfully. There was no patient injury.